Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2020 by bmc musculoskeletal disorders, titled ¿analysis of three different reverse shoulder arthroplasty designs for cuff tear arthropathy¿the combination of lateralization and distalization provides best mobility". The study reviewed one twenty-seven (27) patients who underwent reverse total shoulder arthroplasty (rtsa) to address rotator cuff tearing without arthrosis, and one hundred fourteen (114) patients who underwent reverse total shoulder arthroplasty (rtsa) to address rotator cuff tearing with arthrosis using arthrex universal glenoid devices. During the minimum two (2) year follow-up period, thirty-four (34) patients experienced scapular notching. Source: freislederer, f., moroder, p., audigé, l., schneller, t., ameziane, y., trefzer, r., ... & scheibel, m. (2024). Analysis of three different reverse shoulder arthroplasty designs for cuff tear arthropathy¿the combination of lateralization and distalization provides best mobility. Bmc musculoskeletal disorders, 25(1), 204.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.